Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.7mm vticm5_13.7. -10.5/0.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged with a same length lens on (B)(6) 2024. This resolved the problem. Cause of the event is reported as device: plunger sponge attached to trailing haptics and tore 1/4 of the lens during injection.